Event description:
When taking the iab out of the packaging, a part of it had remained on the iab. Insertion was continued. After partial insertion, the user tried to remove the protective sheath by cutting it open. The iab membrane has been damaged and therefore a new iab has been used.

Manufacturer narrative:
Product returned condition: the iab was returned completely folded. One retainer tube was returned loose and cut down the center. One penetration was found on the outer catheter tubing located 60.7 cm from tip. Conclusion: due to the condition of the returned device and component, we were unable to determine or replicate the reported failure. A review of device history records does not indicate any manufacturing issues. A review of the device history does not indicate any lot specific issues. (B)(4).